Event description:
Boston scientific crm received information that this device had recorded pacing impedance measurements greater than 3000 ohms as well as significant variations in impedance values. A revision procedure was performed. Impedance measurements peformed during pocket manipulation could reproduce impedance variations. During the procedure, the related lead was tested and inspected and no anomalies were reported. It was reported the device had blood in the header. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs and setscrews were examined, and no signs of damage were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to reproduce the clinical observation of high impedance.